Manufacturer narrative:
(B)(4). It was reported that the peritonitis was caused by an unspecified use error which caused a break in aseptic technique. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotic medication (dose, frequency, and route not reported). On an unreported date, in the month following the peritonitis onset month, the patient was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection was performed. During inspection, damaged tubing/complete separation of the tubing (photos received indicate that the tubing was cut/separated in two places) was found. The sample passed the integrity of seal surface test which tests the connection between the transfer set patient adapter and catheter adapter, the damaged patient adapter is not a functional defect. Functional testing was performed and the device passed all functional tests performed, except the underwater pressure leak test where a leak was observed through the damaged tubing. Therefore, the reported problem of leak from the tubing was confirmed (due to the damaged tubing). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a leak in a disposable transfer set coincident with peritoneal dialysis therapy, and subsequently experienced peritonitis. The cause of the peritonitis was reported to be a breach in the sterile pathway; further described as "leakage from the connecting tube at the time of bag exchange." It was not reported if the patient was hospitalized for the peritonitis event. Treatment details were not reported. Action taken with dianeal therapy was not reported. The outcome and patient recovery status of the event were not reported. No additional information is available.